Manufacturer narrative:
Unit received with intermittent button response on all buttons due to flattened button dome switch. No unlocked lcd keypad connector during visual inspection. Unit received with cracked reservoir tube lip and minor scratched display window. (B)(4).

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that all buttons were difficult to press, but the act button was the most difficult to press. Healthcare professional recommended that insulin pump be replaced. Customer's blood glucose was 120 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.